Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicmo12.6, -5.5 diopter, implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted,removed and replaced intraoperatively, with no patient injury. Cause of event was unknown. Problem resolved.